Manufacturer narrative:
H10: per the customer response, reprocessing was conducted in accordance with IFU (instructions for use). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material clogging the biopsy channel could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU states that detection method in cf-xz1200l/I operation manual chapter 3 preparation and inspection. IFU states that preventive measure in cf-xz1200l/I reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The olympus asset device was returned with no complaint from the user. During inspection and testing, foreign material was found clogging the forceps channel (instrument channel). There were no reports of patient harm. This report is being submitted for the presence of foreign material found during the device evaluation.

Manufacturer narrative:
The customer provided that the device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle is cleaned with lint-free cloths/brushes/sponges and the air/water nozzle is flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. Additional evaluation findings are as follows: wear of angle wire; angle wire stretched; adhesive on; adhesive on bending cover had a chip; clogged nozzle; plastic distal end cover was scratched; connecting tube was scratched; zoom does not work; protector of universal cord on control section side had a scratch; forceps channel port was shaved; scope connector cover had a scratch; right and left knob had a scratch; universal cord and the flexible adjustment ring had a scratch; image guide and switch box had a scratch; grip had a scratch; switch 2 had a scratch. Additional information was requested and answered regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.